Event description:
It was reported that approx two weeks after filter implant, it was identified that the filter was tilted approx 45 degrees. The physician deployed another filter below the first one. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, it is not available for eval. The event investigation is currently underway.